Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The history log for this device showed that the pad-pak was first installed successfully by the user on (B)(6) 2016 and had preformed to specification up to (B)(6) 2017. On (B)(6) 2017 the device failed the weekly auto self-tests due to a low battery. The user would have been alerted with a "warning low battery, device service required". The device continued to record self-test fails due to a low battery up to and including the last log entry on (B)(6) 2017. Investigation found the fault can be attributed to low battery fails resulting in device service required prompt. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
No patient involved. Device service required prompt heard.